Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported "transition battery ID spent" problem was not verified and duplicated. There were no battery fault alarms in the event trace and the unit passed the initial final test and initial alarm volume test. The reported "constantly resets and/or defaults to factory settings" problem was not verified. There were no inoperable conditions or service soon conditions found in the event trace. The unit passed extended testing with the customer's settings and the vent was powered on/off multiple times with no issue. The main board should be replaced as a pre-caution. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the transition battery ID of the revel ventilator was spent. The unit also constantly resets and/defaults to factory settings. The issue occurred during patient-use. At this time, there is no information regarding remedial action taken by the healthcare facility.